Manufacturer narrative:
Device evaluation did not reveal any malfunction. Observed trajectory deviation is likely related to guide seating issue caused by inherent stone model distortions.

Event description:
Doctor used a surgical guide for dental implant surgery. After the third drill, doctor noticed that the buccal plate was perforated. Doctor bone grafted the site and freehanded the other implant site.